Event description:
The MFR's rep reported that the pt expired several days after reprogramming of the pump. Specific details of the programming session are not available. Other specific info about the event is not being provided to us due to "non-disclosure" issues. The pump contained hydromorphone, possibly in combination with other medications. The hcp has expressed concerns about possible relationship of the death to the medication dosage.